Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the customer already tried to change battery but the insulin pump still had a blank screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported blank display after receiving new battery cap. The device will be returned for analysis.